Event description:
During the procedure the guidewire broke off inside the patient. The device was completely removed from the patient. The procedure was completed using another of the same device. There was no reported clinical consequence to the patient.

Manufacturer narrative:
The device history record review confirms that the device met all material, assembly and performance specifications. Visual inspection of the returned device found that the device was broken and two pieces were returned. The proximal piece had several bends from 195.3cm to 200.3cm from the proximal end. The distal piece was severely bent and kinked. Further investigation of the fractured sites using scanning electron microscopy (sem) found the first sample presented evidence of fatigue striations indicating a cyclic event and equiaxial dimples rupture typical in a fast final breaking in a fatigue event. The fracture on the first sample occurred due fatigue event in a tension-compression moment followed by a final tension overload. Failure surface on the second sample showed evidence of tension and compression zones indicating a bending event. Failure on the second sample occurred due to a bending cyclic fatigue. Failure on the first and second samples showed different failure modes and diameters indicating no match between them. No materials anomalies were found. Based on the investigation results and the information provided, it is most likely that the fractures occurred due to external forces applied to the device. However, review and analysis of available information failed to identify a definitive root cause for the reported event and observed issues.

Event description:
During the procedure the guidewire broke off inside the patient. The device was completely removed from the patient. The procedure was completed using another of the same device. There was no reported clinical consequence to the patient.